Manufacturer narrative:
The insulin pump was received with a detached retainer ring and broken off reservoir tube. The insulin pump was received with scratched casing, minor scratches on the liquid crystal display window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, peeling end cap address label and missing reservoir tube o-ring. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump was damaged at the reservoir compartment. The blood glucose reading was 9.2 mmol/l. The insulin pump will be replaced and returned for analysis.